Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the left popliteal artery. For pre-dilatation, the 6.0x60mm armada balloon dilatation catheter (bdc) was advanced to the target lesion with no resistance and the balloon was inflated; however, a rupture occurred after 5 inflations at 15 atmospheres. The bdc was removed from the patient and a non-abbott stent was deployed to complete the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.